Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at out post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon visual observation, electro cautery damage was noted on the insulation. However, could not confirm the allegation on dislodgement. The lead tip has no visible signs of damage or defect which would lead to dislodgement. Further, the lead passed on continuity test with manipulation.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead was surgically explanted. No additional adverse patient effects were reported. This supplemental report is being filed because additional information was received that indicates that dislodgement was confirmed through xray. In addition, product analysis was received and coding has been updated.